Manufacturer narrative:
(B)(4).

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the panel of sorin centrifugal pump system with tubing clamp displayed an error code during installation. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to duplicate the issue on site. The system was tested using a control board and the driver was found to be grinding. A new driver was installed and the unit was tested per the service manual and found to be working correctly. The unit was released to the customer. The replaced device has been requested for investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the panel of sorin centrifugal pump system with tubing clamp displayed an error code during installation. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The described error could not be reproduced; in the visual inspection some errors could be identified. The root-cause is attributed to the loose wire inside the can connector. A long time test (12h) with water loop was performed; all tests were carried out without issue. A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.